Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the ins had been in overdischarge twice in the past. The rep was inquiring if a physician mode recharge (pmr) could be performed after two other overdischarge events because the clinic was unable to interrogate the ins and the patient was unable to recharge. Steps to perform a physician mode reset (pmr) was reviewed with the rep. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that on (B)(6) 2017, nlink documented that the patient¿s implantable neurostimulator (ins) went into overdischarge. On (B)(6) 2017, the patient stated that they needed a replacement as her implantable neurostimulator (ins) was nearing end of life due to previous overdischarges and the device was not holding a charge. The rep also reported that the reason for the previous battery depletion was because the patient moved several times in a short period and ¿let it go¿. For the ins that was implanted in 2009, it was due for a replacement. There were no further complications reported or anticipated.